Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x24 mm stent delivery system was returned for analysis without the distal shaft containing the inner outer shaft polymer extrusion, stent, balloon, and tip. The device was returned without the distal shaft containing the stent distal shaft of the device not returned so the balloon cones could not be reviewed. Distal shaft of the device not returned so the tip of the device could not be reviewed. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section found a break in the midshaft region at 120 cm distal to the distal end of the strain relief with the corewire exposed. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-feb 2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Following pre-dilation with a 2.5 x 20 mm balloon catheter, a 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed shaft polymer extrusion detachment.